Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and thin leaflets. A mitraclip xtw was inserted and deployed. A second mitraclip xtw was inserted and deployed lateral to the first implanted clip. However, imaging revealed that the anterior leaflet was damaged by the second clip. The clip remained stable on the leaflets. The procedure was discontinued. The mr was reduced to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury was due to procedural condition. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional treatment/intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.